Manufacturer narrative:
This report is being submitted as part of a system-level review. Reference MFR report #s 1713747-2014-99904, 8030665-2014-00161, 2937457-2014-00222, 3005162618-2014-00002, 1713747-2014-00060 and 1651896-2014-00001. Based on the information provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting relevant pt medical records and treatment data regarding the reported event. A plant investigation is still in progress and a supplemental report will be submitted upon completion.

Event description:
The user facility reported that 2.5 hours into treatment with 1 hour to go, the pt went into respiratory arrest. The pt had complained she felt like her blood sugar was too high just prior to the event. Subsequent to the respiratory arrest, it was determined the pt had no pulse. CPR was initiated and after one round of CPR and oxygen per ambu-bag, the pt began to breathe. She was awake and talking, complained of nausea, and vomited. An ambulance was called and upon arrival, ems started an IV. The pt was transported to the emergency and was admitted until (B)(6) 2013. She is reportedly fine now. According to the charge nurse and clinic manager, there were no issues with the dialysis; the cause for the respiratory arrest was pre-existing pulmonary issues.